Event description:
This is an international report of a bent spike of transfer set that was found during connection by the clean flash. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector in reference to damaged was received. The complaint was confirmed in the lab for damaged. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.